Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively of a a laparoscopic colectomy, when the yellow tab was removed before the opening and cl osing the jaws prior to patient use, it was noticed that the yellow tab's button was broken. There were no broken pieces. The cartridge was replaced with a new one to resolve the issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. The shipping wedge should be retained until the completion of the case. Do not clamp instrument prior to removing shipping wedge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic colectomy, when the yellow tab was removed before the opening and c losing the jaws prior to patient use, it was noticed that the yellow tab's button was broken. There were no broken pieces. The cartridge was replaced with a new one to resolve the issue. There was no patient injury.